Event description:
Pump declared a cartridge change error. Blood glucose level was reported to not exceed 500 mg/dl, indicating no adverse impact. Customer was guided by technical support to inspect and clean parts of pump, successfully complete loading process, and resume insulin administration.